Event description:
It was reported that patient was having breathing problems that had been going on for about three months. The patient could lie down on his side but he couldn¿t lie down on his back. When the patient was up walking around during the day, his oxygen level had been dropping into 80's, so the patient was put on continuous oxygen. The patient had a lung function test and had his heart looked at. The lung function test readings came back fine and so did the ¿heart cath.¿ a transesophageal echocardiogram was also done and results came back fine. It was stated that ¿they seem to think¿ that the problem was somewhere in the patient¿s abdomen or chest, so a magnetic resonance angiogram (mra) of his abdomen and magnetic resonance images (MRI) of his chest was attempted on the day prior to this report. However, when the patient was laid down, he couldn¿t breathe. The procedures were rescheduled for (B)(6) 2012. The patient was to be put under general anesthesia for the procedures. The reporter was requesting a manufacturer representative to be present for these procedures to make sure the pump continued to run or to turn it back on. The device system was used to deliver morphine 5.7mg/day. It was later reported that the patient had to have an anesthesiologist for the MRI because he was having problems with his lungs. He couldn¿t lie down on his back because he felt like he had 100 pounds sitting on his chest and he had a hard time breathing. The patient was going to have another MRI of his brain and cervical spine. The reporter was requesting a manufacturer representative to be present for this MRI. The reporter did not know if the MRI was related to the therapy. The patient saw so many doctors. Some of them said that the patient¿s breathing was due to the pump and the patient¿s pain doctor said it was not the pump. The pain doctor reportedly said, ¿you¿ve had your pump too long. If you were going to have breathing problems, it would have started a long time ago.¿ the patient wanted ¿everything else exhausted first¿ before the pump was taken away. The patient¿s ¿lung doctor¿ noted that the patient¿s daily morphine dose (5mg/day) was ¿a really low dose.¿ so, this doctor ¿didn¿t think it could be that.¿ the patient was sent to a research hospital and they couldn¿t figure it out. The patient¿s symptoms began in (B)(6) 2012. The patient had about ten MRI's with ¿no problem.¿ during the previously reported cancelled MRI, the patient couldn¿t breathe, even with his oxygen on.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008-, product type: catheter. (B)(4).